Event description:
It was reported that a patient had severe glare and halo with an implanted intraocular lens (iol) and asked to do an exchange. Vision pre-operative: 0.5 and vision post-operative: 0.8 (j2). Patient is unhappy with outcome and the glare and halo affected him. Iol was explanted. Replacement iol unknown. Product not available for return. No further information was provided.

Manufacturer narrative:
Unknown/ not provided. Explant date: unknown, information not provided. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.